Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: needle was clogged. Customer informed by e-mail: the medicine involved is botulinum toxin type a 100u with 100u / 2ml dilution. The needle clogged was noticed before the introduction in the patient skin. It was used other needle of other caliber to aspirate the medication from the bottle. Customer clarified what happened: substance aspirated with an aspirate needle (large caliber), without problems. Subsequently, he changed the needle for the claimed needle (smaller caliber) and the deviation (obstruction) was observed - the substance did not come out (needle clogged).

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: needle was clogged. Customer informed by e-mail: the medicine involved is botulinum toxin type a 100u with 100u / 2ml dilution. The needle clogged was noticed before the introduction in the patient skin. It was used other needle of other caliber to aspirate the medication from the bottle. Customer clarified what happened: substance aspirated with an aspirate needle (large caliber), without problems. Subsequently, he changed the needle for the claimed needle (smaller caliber) and the deviation (obstruction) was observed - the substance did not come out (needle clogged).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: needle was clogged. Customer informed by e-mail: the medicine involved is botulinum toxin type a 100u with 100u / 2ml dilution. The needle clogged was noticed before the introduction in the patient skin. It was used other needle of other caliber to aspirate the medication from the bottle.